Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mom reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 8.8 mmol/l and the sensor glucose was 4.4 mmol/l at the time of the incident. Current blood glucose was 9.1 mmol/l. On thursday last night it suspended on low check on meter with blood glucose of 9 mmol/l and did it 3 times checked with another meter says blood glucose 8 mmol/l. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 4.4 mmol/l. Suspend on low limit in sensor settings was 4.4 mmol/l. Customer¿s mom stated that, she still had the pump suspended just unsuspended it does not have sensor glucose there mom wondered when it would come back. Customer advised to update sensor glucose value every 5 minutes was 5.6 mmol/l, 3 arrows going down. The sensor will not be returned for analysis.